Event description:
The ventilator was connected to a pt. The customer reports that the ventilator failed to cycle. Fab started to alarm. The front panel lights were dim, the pft error code was active. The ventilator was turned off and on several times before the ventilator would function normally. There was no pt injury.